Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2017-08879, 2134265-2017-08948, and 2134265-2017-08942. It was reported that slow flow, hypotension, bradycardia, cardiac arrest and death occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 18 mm x 3 mm, concentric, denovo, target lesion was located in a non tortuous, severely calcified mid left anterior descending artery (lad). Following rotablation with a 1.50 mm rotalink¿ plus there was slow flow. Medication was administered and timi-3 restored. The lesion was successfully stented with a 3.00 x 28 mm promus element¿ plus. A 12 x 3.00 mm nc quantum apex¿ balloon catheter and a 2.00 x 12 mm maverick²¿ balloon catheter were used during the procedure. The patient was moved to the intensive care unit and while there developed hypotension followed by bradycardia. The patient went into cardiac arrest and died.